Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after successfully delivering three shocks to the patient the device inappropriately shut down.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log shows a "power down" lid closure event suggesting the user inadvertently closed the lid after the rescue was completed while the patient was being transferred to the ambulance. The device was put through extensive testing using a test battery with no discrepancies noted. All power connections were inspected and passed. There is no evidence that the device shut down or the battery ran out of power while treating the patient. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after successfully delivering three shocks to the patient the device was unable to detect the attached electrode pads and inappropriately shut down. Complainant indicated that the clinician used another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.